Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1884 as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name), d3 (manufacturer details), d4 (product model, catalog, serial, lot number and primary UDI number) and h11 (added puerto rico manufacturing site verbiage) with this supplemental report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 350 mg/dl, and the blood glucose value was 460 mg/dl. The sensor glucose and blood glucose difference is 110 mg/dl. The customer had a loss of communication issue between the insulin pump and transmitter. The customer had experienced hyperglycemia. The event involved product(s) unk_ngp. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the loss of communication and the transmitter blinked when attached to the sensor and began communicating when connected back to sensor. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No harm requiring medical intervention was reported. No product return is required for unk_ngp.